Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gm1209005 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was returned and evaluated. Visual inspection was performed and it found that the mini cap sponge came out from the mini cap. The reported issue was confirmed, but the cause could not be identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received however evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge came out from the inside of the minicap. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 5 of 5 for this event.